Manufacturer narrative:
Omit : f27 - no patient involvement. Correction : imdrf annex f code.

Event description:
It was reported that during on site visit by bd representatives, customer biomedical engineering states pressure sensor "issues" are one of their most seen repairs. This is a generic complaint and no devices are available for return. There was no reported patient harm.

Event description:
It was reported that during on site visit by bd representatives, customer biomedical engineering states pressure sensor "issues" are one of their most seen repairs. This is a generic complaint and no devices are available for return. There was no reported patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.